Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the pt presented with inferior myocardial infarction in 2009, and was brought to the cath lab. Two stents were implanted in the right coronary artery (rca). An rx vision stent was placed in the proximal and a 2.75x23 mm promus stent placed in the distal. At three days later, the pt was taken back to the cath lab, and there was acute thrombus in the implanted stents (multi-link vision and promus). Another company's catheter was used to remove some of the thrombus out of the artery, and the pt was placed on a balloon pump. The dosage of clopidogrel was also doubled. No add'l event or pt info is available.

Manufacturer narrative:
A second device, promus everolimus eluting coronary stent system, being reported under MFR number 2024168-2009-01759.